Event description:
It was reported that during patient treatment, the ventilator stopped delivering volume. The patient experienced desaturation and bradycardia. A bacteria filter that was attached between the patient and the ventilator at the time of the event was found clogged. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The reported event of the ventilator stopped delivering volume could be duplicated with the original patient circuit. A clogged expiratory bacteria filter was found at the expiratory inlet of the ventilator. After replacement, the ventilator passed all safety and functional tests and was cleared for clinical use. The ventilator logs were downloaded. Evaluation of received ventilator logs found that alarms for high peep (positive end expiratory pressure), high airway pressure and high continuous pressure were generated. The alarms along with information about a clogged expiratory bacteria filter indicate an increased expiratory resistance in the patient¿s breathing system. At high expiratory resistance, patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to that the peep value is higher than the preset and can also cause that the pressure constantly is so high above peep that an alarm for high continuous pressure is generated. The user¿s manual contains a warning that the expiratory airway pressure must be carefully monitored to protect the patient against accidently high airway pressure when using expiratory bacteria filters. Increased airway pressure could result from a clogged expiratory bacteria filter. The filter should be replaced if the expiratory resistance increases or after maximum 24 hours, whichever comes first. The user facility has been informed about the importance of changing the expiratory bacteria filters regularly as per manufacture recommendations. The conclusion is that the described error was caused by a clogged expiratory bacteria filter and not a ventilator malfunction.